Event description:
Patient called to report a potential high catastrophic event due to hardware error icon. The patient reported he got up to use the restroom, was disoriented, and accidentally got into someone else's bed at the boarding house in which he resides.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of hardware error icon could not be confirmed. CAPA has been initiated for this issue.

Manufacturer narrative:
The patient reports he inserted a sensor on (B)(6) 2013 with a dexcom technical support representative on the phone assisting him inserting the sensor. Patient entered tow blood glucose reading at approximately 1100 pm and then went to bed. The patient woke up approximately 4:30 am on (B)(6) 2013 by the fire department because he was in someone else's bed, and the woman called emergency telephone number 911. The patient lives in a boarding house and states that the neighboring room has a broken lock. Patient believes he got up to use the restroom, was disoriented, and accidentally got into someone else's bed. The fire department asked if the patient needed medical attention and the patient said "no." The fire department did not check his blood glucose or dexcom receiver readings. The patient is not sure what his blood glucose was at the time. The patient was arrested and brought to the police station. The patient stated that he checked his blood glucose and he was 170. The patient is unsure how much time had passed since being woken up until the finger stick reading was taken. The patient was not sure if he had low blood glucose or not. Extent of injury, if any (e.g. Fainting, infection): patient was disoriented, was medical intervention required: no, but emergency telephone number 911 was called. Was medical intervention scheduled specifically for dexcom incident: no. Current condition of patient: patient is fine, but now has to go to court for criminal charges